Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Cause was not known. A manual insulin injection was delivered by the customer's wife to address bg.